Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of the same reference-batch. We have received 1 unopened pack to analyze this case. There are no units in our stock. Tightness test to the closed sample received has been performed and the unit is tight. Degradation test (28 days in sörensen solution at 37ºc) has been conducted with the closed sample received and the result fulfills b. Braun surgical (bbs) requirements. Furthermore, we have tested the linear straight pull tensile strength of the closed sample received and the result is 3.31 kgf (braun surgical requirement: 2.03 kgf in minimum). Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Knot pull tensile strength results before releasing the product were 3.40 kgf in average and 3.02 kgf in minimum and fulfilled ep requirements. Knot pull tensile strength results before releasing the product were 3.40 kgf in average and 3.02 kgf in minimum and fulfilled ep requirements. Knot pull tensile strength results on samples after degradation test before releasing the product were 2.20 kgf in average and 1.92 kgf in minimum and fulfilled bbs requirements. Linear straight pull tensile strength results on samples after degradation test before releasing the product were 4.05 kgf in average and 3.45 kgf in minimum and fulfilled bbs requirement. Remarks: as stated in the side effects of the instructions for use of the product, as also with all other re-absorbable suture materials, the usage of monomend® max may cause transient local irritations at the wound site and a transient inflammatory foreign body response may occur. Hardening of tissues may not always be avoided during absorption of subcuticular sutures and existing infections may also occasionally be enhanced. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional that the thread broke after surgery (dehiscence). (B)(6) shiloh shepherd, presented the morning of (B)(6) 2018 with concern of a possible gi foreign body. This concern was corroborated by abdominal radiographs and exploratory abdominal surgery was recommended and performed that afternoon. A large ileocolic intussusception was identified and corrected at surgery with a resection and anastamosis of the affected intestine. The linea was closed with 0 monomend max suture, reference number of 100523591 and lot number 118091, in a simple continuous pattern. The subcutaneous tissues closed with 2-0 monomend max (cutting), reference #100523590 and lot 117145 and the skin with staples. Less than 12 hours later the patient developed copious drainage from the incision and several staples were noted to be loose. At the time it was thought that (B)(6) had an incisional seroma. A belly bandage was placed and no strike through was noted. Additional drainage was noted after patient was walked approximately 24 hours later it again had a large amount of serosanguinous discharge from the incision and the incision appeared swollen and bulging. Sample was submitted for culture & sensitivity. Cytology showed many neutrophils but no intracellular bacteria. Herniation was not evident at the time. The belly bandage was replaced. Patient was sent home (B)(6) with instructions for monitoring, hot compresses on the incision and activity restriction. The client called on (B)(6) concerned that (B)(6) jumped up on the bed and noticed some pinkish fluid leaking from her incision. Owner opted to monitor and continue with exercise restrictions versus coming in for a recheck at that time. On (B)(6) the patient re-presented after being referred by her dvm with a concern of incisional dehiscence. On exam, the distal 1/3 of the incision showed signs of dehiscence. The patient was re-anesthetized and explored - a large abdominal hernia was identified. Dr. (B)(6) found the suture broken and the suture end was frayed. The linea was then closed with 0 pds and the patient is doing well to this point. The original surgery bill came to (B)(6) and the revision was (B)(6). Upon further discussion, it was also relayed to pegasus that there have been several other concerns from the complainant about frequent breakage while they are tying knots with the vpl suture and others regarding the needle on the 2-0 monomend max lot#117145 being so dull they could not suture through skin and had to switch to 2/0 pds.